Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty interconnect cable. System operates as intended.

Event description:
It was reported the system was displaying intermittent error codes. No patient injury was reported.